Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent foreshortened. A 7mm x 120mm x 130cm innova was selected for use in a right leg angiogram with intervention and popliteal access. The 70-80% stenosed target lesion in the superficial femoral artery (sfa) was not calcified, and the anatomy was not tortuous. The lesion was pre-dilated. During the procedure, the stent was approximately 20% deployed in the distal sfa when the stent was noted to have foreshortened. The stent was fully deployed without resistance and post-dilated. The innova foreshortened from its stated 120mm length to approximately 100mm in length. The procedure was completed. No patient complications were reported.